Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initially the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that the battery voltage date of rrt was (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)? Battery had premature depletion. The ICD was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: subsequently, the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action and returned product testing found the device did not perform as described in the field action.